Manufacturer narrative:
Animas does not manufacture the infusion set but will forward the complaint as it relates to the allegation of a bent cannula to the relevant manufacturer. There was no indication or allegation of a pump malfunction; the pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose over 500mg/dl. There were no reported signs or symptoms of hyperglycemia, and the patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient had reportedly remained on the pump. Customer technical support reviewed the pump with the patient and found that the basal histories matched the active basal program and that bolus totals matched the total daily dose history. No pump defects were found during troubleshooting. Reportedly, the patient was experiencing pain due to unspecified surgery, had a change in medication, and had changes in physical activity level without adjustments to insulin regimen. Additionally, it was noted that the patient had miscounted carbohydrates and had incorrectly manually calculated bolus doses. Troubleshooting indicated additional contributing factors to the alleged bg excursion included a bent cannula on the infusion set, and suspending the pump for thirty minutes. During troubleshooting, it was noted that there were cancelled boluses and zero unit boluses in the pump histories. The reporter did not implicate the cancelled boluses in the bg excursion. Although a bent cannula and multiple diabetes management factors were identified as contributing to the patient¿s alleged bg excursion, this complaint is being reported based on the possibility that use error of the pump may have been a contributing factor, as no reason for the cancelled boluses or the pump suspension was provided.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: the black box data started on (B)(6) 2015; due to continued pump use, the data from the time of the alleged incident was unavailable for review. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. An ezbg and an ezcarb bolus were manually calculated, and the pump¿s bolus calculation feature was found to accurately match the manual calculations. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.